Manufacturer narrative:
Additional information: h6 - codes updated investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon historical data analysis, and event description. Batch history review: the lot number could not be identified. Also after meaningful attempts, no further information was received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with a component of an unknown aesculap ag hip implant system. According to the complaint description, a revision was planned for an unspecified reason. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.